Event description:
Customer reports a pt control module attached to a 5ml/hr infusor overinfused during pt use. Report states the device contained ketobemidone and the, "solution entered quickly, probably continuously." Customer reports no pt injury or death. No further details available.